Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. A log file was submitted for review and data associated with the reported event was observed on (B)(6) 2025 and on the timestamp of (B)(6) 2000. The log files captured the 14v batteries and system controller backup battery becoming depleted due to extended use, resulting in the pump stopping and the system controller powering off. Prior to the batteries becoming depleted, a low voltage hazard alarm activated on (B)(6) 2025 at 01:43:33 due to the voltage dropping below the low voltage threshold. The exact time that the alarm activated could not be determined from this log file as the data was overwritten by newer incoming data. A no external power alarm then activated at 02:01:20 due to the 14v batteries becoming fully depleted, resulting in the system controller backup battery activating to support the system during the loss of power. After continued use, the backup battery also became fully depleted, resulting in the pump stopping at 04:14:16 and the system controller powering off at 04:14:21. The system controller was then powered back on, and the system controller clock was observed to have reset to the default timestamp of (B)(6) 2000 as a result of the battery depletion. Due to the system controller clock being reset, the exact duration of the pump stop event could not be determined from this log file. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power leads, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted from outside the emergency room with reports of a pump off. The pump was running when the patient was admitted. Log files were submitted for evaluation and captured tan onset of a low power hazard due to battery depletion on (B)(6) 2025 at 01:43. At 02:01 the alarms progressed to power cable disconnect and no external power. There was no pump interruption during that time as emergency backup battery (ebb) functioned as intended. The ebb supported the pump until 04:14. The log captured controller clock corrupt, left ventricular assist device (lvad) off, and other alarms associated with the total loss of power. The pump restarted on a new set of batteries without any issues. The system controller clock was synced on (B)(6) 2025 at 09:50. Per time stamp, the patient was sleeping on battery power. Further information provided by the customer stated that "the lvad was restarted around 04:00 am (clock was not set with the current time change). It seemed the pump was off for about 45 minutes."